Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the 5volt power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system locked up with a communications error message during a case. No patient injury was reported.